Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 534 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. It was found that the customer had been receiving no delivery alarms prior to the event and had not attempted a set change. It was advised that the customer call to perform troubleshooting any time she receives an alarm on the insulin pump. The insulin pump passed the prime test. It was reported that after the event the customer was placed on an insulin drip, and her blood glucose levels returned to normal. However, whenever the customer was put back on the insulin pump, her blood glucose levels elevated again. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.